Event description:
It was reported that, after a rotator cuff surgery that had been performed on (B)(6) 2025, the patient experienced a granuloma or foreign body on the anterior aspect of the shoulder in the path of the anterior arthroscopic portal, with the presence of a large granuloma or foreign body, induration without secretions or signs of infection. It was discovered that a fragment of the healicoil knotless implant used had become dislodged. This adverse event was treated by performing a re-intervention to remove the dislodged implant on (B)(6) 2025. The medical prescription postoperative for the patient was acetaminophen, cephalexin, and naproxen, consultation in 3 weeks and 30-day disability extension, which the patient followed correctly. The doctor only removed the healicoil knotless implant and did not place any additional anchors. A void was left in the patient. Current patient status is stable.

Manufacturer narrative:
H11: h2: additional information on b5 & corrected data on h6: health effect - clinical code.

Manufacturer narrative:
H11: internal complaint reference: case-(B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a rotator cuff surgery that had been performed on (B)(6) 2025, the patient experienced a granuloma or foreign body on the anterior aspect of the shoulder in the path of the anterior arthroscopic portal with the presence of a large granuloma or foreign body, induration without secretions or signs of infection. It was discovered that a fragment of the healicoil knotless implant (the reported device) had become dislodged. This adverse event was treated by performing a re-intervention to remove the dislodged implant on (B)(6) 2025. Patient is stable, and a void was left in the patient.